Event description:
Accuracy field service engineer (fse) received an electrical shock when they were troubleshooting components inside the cyberknife.

Manufacturer narrative:
Method: actual device involved in the incident was evaluated. Result: fse received electrical shock when troubleshooting components inside the cyberknife. Conclusion: under investigation.